Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, stored episodes of non-sustained rv oversensing was observed due to ventricular lead noise. Programming changes were made, and the patient will continue to be monitored.